Event description:
It was reported that an oil-like substance leaked out of the handpiece. At this time, it is unk if there was pt involvement or adverse consequences associated with this event. Multiple attempts to gather additional information were unsuccessful.

Manufacturer narrative:
The handpiece has been rec'd at the manufacturer for testing. An evaluation will be conducted, and a f/u report will be submitted after the quality investigation is complete.